Event description:
On (B)(6) 2012, essure medical device was removed from the pt at the request of the pt in our hospital due to pain and discomfort occurring at the time of implant. Implant occurred at another location, date and time are unk to this reporter.